Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000125000.

Event description:
It was reported that one of patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the existing lead was replaced and thereby restoring effective therapy.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.